Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula associated with this complaint and completed its investigation. Failure analysis (fa) did not replicate nor confirm the reported issue ¿ dull, not sharp. Fa noted that the reported issue has no correlation to the instrument. The instrument has a spatula, not blades. Therefore, the instrument does have a cut function. There was no damage found to the instrument. Additional observation not reported was that the instrument has a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp is intact in the clevis. Based on the additional information obtained from failure analysis investigations, the decision tree was re-executed to indicate that this complaint is being reclassified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported prior to starting a da vinci assisted procedure that the instrument was dull, not sharp enough to use for the case. The site completed the procedure and there was no reported patient injury nor harm.